Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The patient reported that they received cardiopulmonary resuscitation for 10 minutes. The patient was hospitalized for five days and no cause for the patient's syncope was able to be determined. The patient subsequently was seen for a device evaluation. No incidents were recorded. The patient reported that the physician thought the patient was possibly having vagus nerve complications. The local boston scientific field representative was unaware of the incident and was therefore, unable to provide any further information. The device remains in service.